Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset after end of service (eos) had been reached. It was noted that the counters and cardiac compass contained invalid data. The device remains in use. No patient complications have been reported as a result of this event.